Event description:
Related manufacturer reference number: 1627487-2023-04626. It was reported that during patient's revision procedure (see related manufacturer reference number 1627487-2023-04626), the physician was unable to fully explant the lead, so it was cut and left in situ. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.